Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, vascular complications (pt: vascular complication associated with device), was deemed to meet serious injury criteria as treatment was necessary to prevent permanent damage. The device history record could not be reviewed as the lot number was not reported. C. Rouanet, p. Kestemont, c. Winter et al., management of vascular complications following facial hyaluronic acid injection: high-dose hyaluronidase protocol: a technical note, journal of stomatology oral and maxillofacial surgery (2021), https://doi.org/10.1016/j.jormas.2021.05.014.

Event description:
This MDR is related to MDR 3013840437-2021-00164, 3013840437-2021-00165, 3013840437-2021-00166, and 3013840437-2021-00167, referring to the same literature article. This is a literature report from a study aimed to propose a protocol for the management of vascular complications of hyaluronic acid with high doses of hyaluronidase, adjuvant therapies and care logistic organization according to the type of vascular impairment. This literature report from france concerns a patient. The patient was injected with hyaluronic acid into the marionette lines. A 27g sharp needle was used for the injection. After the treatment with hyaluronic acid, the patient experienced vascular complications. As reported, the diagnosis was clinical. The patient had skin injuries involving the lower lip and the cheek. A rapid clinical improvement was observed after early hyaluronidase injections and adjuvant therapy. As reported, the protocol involved 1500 units of hyalase, diluted in 1 to 5 ml of 0.9% physiological saline depending on the skin surface to be treated. Hyalase was injected in totality, in subcutaneous tissue, and in the muscular plan using a 25-g cannula by flooding the entire macroscopically affected surface of the skin. The use of a needle was recommended only if the tip of the nose was affected. The injection was repeated every 8 hours until the capillary refill time returned to normal in comparison to the healthy contralateral area. As reported, for the management of the skin symptoms, the patient received anti-platelet aggregation with 75 mg acetylsalicylic acid, once a day, until the skin recoloration time was normalized. On day 1 the patient had blanching, on day 2 livedo, on day 3 skin breakdown, and on day 4 blushing. On day 5 capillary refill time returned to normal. Restoration ad integrum was achieved. Due to the provided information, the outcome of the event was considered as resolved. In the opinion of the author, hyaluronidase was well-tolerated and had few adverse effects even at high doses. Clinical improvement was commonly rapid and occurred in less than 24 hours. Usually 3-4 injections of hyalase were sufficient in early diagnosis with superficial skin injury. However, it was as high as 8-9 in major skin suffering. It was more effective if it was injected within 4 hours. However, it was useful even after 24 hours because it allowed to reduce the ischemic surface quickly and improve healing. In the case of vascular occlusion, treatment was urgent and did not require an allergic test. The authors recommend injecting hyaluronidase as early as possible, and as long as the cutaneous necrosis was not total. Acetylsalicylic acid was recommended to prevent clotting and reduce inflammation.